Manufacturer narrative:
H.3 the biomed from the facility performed an evaluation of the machine and found the device to function normally. The device log was downloaded and sent for review. A review of the device log found that on the date of occurrence, there are several entries indicating the device was functioning intermittently between ac power and internal back up power. The reported symptom was likely attributed to an intermittent ac line cord connection. In the event that the device lost ac power and was equipped with internal and external back up power, the device would switchover to external back up power. Note: switching to an external battery occurs without an alarm; however, is indicated on the display at the symbols for the power source. The device would function on external back up power (two fully charged 12 volt batteries in series, 17ah) for a minimum of two and a half hours. Upon the external power becoming discharged, the device will switchover to internal power. An advisory message is posted to the user indicating, int. Battery activated!. With a fully charged internal battery, the device will function for a minimum of ten minutes. Internal battery power is only intended to act as an emergency power supply and not for normal operation. After eight minutes of time, the device will display a warning message to the user indicating, int. Battery - 2 min left!!. The user should either restore ac power or connect the device to a back up external power source. Upon the batteries becoming depleted, the device will power off and a continuous audible alarm would be activated. An emergency-breathing valve would remain open allowing for spontaneous breathing; however, manual ventilation may be considered necessary.

Event description:
It was reported that the device stopped ventilating while on a patient. The screen is frozen and a continous audible alarm was heard. No patient injury.